Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced pinch/crush point. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
An additional event was identified and therefore added to this summary report.

Event description:
This report now summarizes 2 malfunction events, instead of 1.

Event description:
This report now summarizes 4 malfunction events, instead of 2. It was further reported that there were 4 minor injuries.

Manufacturer narrative:
2 devices that were pending evaluation were not made available by the customer; the reported issue was not confirmed. 2 additional events were identified and therefore added to this summary report.